Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device but could not duplicate the reported phenomenon. It was found the dusty internal subject device with the visual inspection, but it became no problem after cleaning inside. Then it was passed all items of the checklist. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on the report of the service department of oekg, omsc surmised that the reported phenomenon was attributed to a temporary malfunction of the subject device due to short-circuiting the circuit by the dust deposited on the internal parts, since the accumulation of dust was confirmed inside the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device had an issue (such as blinking, flashing, continuing to light on) which the user has not given the detail during the unspecified procedure. There was no patient injury associated with this report.